Event description:
Customer's family member reports that customer was feeling light headed and felt like they were going to pass out. The paramedics were called and comparision tests were taken on the customer's meter and the paramedic's meter. The paramedics meter read 85mg/dl and the freestyle meter read 221mg/dl. Paramedics treated the customer with glucophage to raise glucose levels. The freestyle reading of 221mg/dl was not consistent with reported symptoms and treatment.